Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) found that all pockets on enhanced half-height drawer main 2.1 and 2.2 were off the bus. The fse reseated all six row board connectors, both retractor band connectors, and all pocket connections for drawers 2.1 and 2.2. The fse also released all pockets, removed all debris, and tested the lids to ensure proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es rmc-r2sw auxiliary 2.1 pocket a2 was not opening and failed to recover. The user performed a storage space recovery, which failed. The device was then rebooted, and the storage space recovery was attempted again, but the attempt was unsuccessful. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.